Event description:
It was reported the pump had a broken battery cover and handle and that the pump had a motor drive system failure error. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal on bottom case and plunger assembly was removed/broken. Broken handle on top case and cracked on bottom case and right plunger case. Event history log displayed pump motor drive off post also battery depleted alarm. Unable to duplicate the pump motor drive off post at power up. Device been dropped or mishandled by customer. Pump motor drive off post is causing by the battery depleted (in ehl). Replaced top case, bottom case and both plunger case. Replaced battery for preventive. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously. Root cause is due to damage to the plunger assembly from impact resultant of device mishandling by customer.